Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 29-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at "13.988 mg/day") and bupivacaine (30 mg/ml at "13.988 mg/day") via an implantable infusion pump. It was reported that the patient had an episode on (B)(6) 2019 where his legs went numb. A refill was performed on (B)(6) 2019 and the pump was "short 1 ml." The medication was returned to the pump. A catheter access port dye study showed no issues with the catheter. The patient was going to be monitored. As of (B)(6) 2019 the doctor said the patient hadn't reported any "issues or discrepancies, change in health or mental status." The cause of the volume discrepancy was unknown. Additional information received from a healthcare professional via manufacturer representative reported the patient was sporadically getting overdose symptoms. It was noted that the patient uses their bolus via personal therapy manager (ptm) and has had these episodes with or without plus doses. Diagnostics/troubleshooting included a dye study which showed the catheter was patent and the hcp checked the reservoir with a 1ccvariance/1cc discrepancy. It was noted the hcp has been monitoring the patient for about a month, and the patient has had a second episode where they were sick and nauseous. The hcp feared over infusion. The system was to be replaced on (B)(6) 2019. It was noted that surgical intervention occurred where the entire system was replaced on (B)(6) 2019 (new pump and catheter added). It was noted the old catheter would not aspirate. The pump only was being sent back for analysis. The catheter could not be removed so was tied off and left in the body. It was noted the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but unknown. No further action was reported/anticipated.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.